Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unofficially believed to be low blood glucose. The caller stated that the customer had low blood glucose that may have led to the customer's passing. The customer¿s blood glucose was 32 mg/dl a day before the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The customer had been struggling with lows the day before they passed. The customer was found the next morning having convulsions and had passed away by the time the paramedics arrived. The caller agreed to return the insulin pump for analysis if they receive it back from the medical examiner.